Manufacturer narrative:
Continuation of d10: dtma1d1 crt-d, implanted (B)(6)2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admis sion or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a patient representative that alert tones were heard twice in one morning. It was subsequently noted that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic), impedance variation, and high-rate non-sustained episodes. Additionally, it was noted that the rv lead exhibited high impedance, a spike in impedance, oversensing, and it was noted that a fracture was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead exhibited rising pacing impedances, noise, and further oversensing. The lead was partially explanted and replaced with a pace/sense lead. The lead end was capped as there was difficulty extracting the full lead. The yoke and some insulation were cut off to get a locking stylet down while using the laser.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a patient representative that alert tones were heard twice in one morning. It was subsequently noted that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic), impedance variation, and high-rate non-sustained episodes. Additionally, it was noted that the rv lead exhibited high impedance, a spike in impedance, oversensing, and it was noted that a fracture was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the tachycardia therapies were programmed off for the rv lead.